Manufacturer narrative:
The device was not returned for evaluation. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the reported information, there is no indication that the reported retraction problem is related to a product quality issue with respect to the design, manufacture, or labeling of the device. In this case, based on the reported information, the difficulty retrieving the filter was due to the inability to cross the newly implanted stent with the retrieval catheter. It may be possible that the stent was not fully apposed to the vessel wall or in a curvature of the vessel. D4 - a partial UDI is being reported because the lot number was not provided.

Event description:
It was reported that the procedure was to treat a lesion in the internal carotid artery (ica). The large emboshield nav 6 embolic protection system (eps) was used in a procedure through a non-abbott proximal protection device; however, the retrieval catheter was not able to cross the newly implanted stent to remove the filter. Therefore, a guideliner was used to remove the filter. There was no adverse patient sequela and no clinically significant delay reported in the procedure. No additional information was provided.